Event description:
On (B)(6) 2010, patient reported the down button on his infusion device began to malfunction a couple of days ago. This was noticed when attempting to deliver a bolus. Both up and down buttons functioned as intended during troubleshooting call. Infusion device has been in use for a few years. Patient delivers 4-5 boluses per day. The down button pops up after being pressed. Infusion device has not been dropped on a hard surface or exposed to water or insulin ingress. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue.